Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Patient reported they were injected with unspecified juvéderm® in the lips. After 4 weeks, "the filler started to form lumps and bumps in the lips". Patient contacted injecting clinic, who advised them "to start massage the lumps" - no effect. Patient returned to clinic 3 months after injection, and was treated with hylase. "The biggest lumps disappeared but after 3 weeks the bumps started to swell and new lumps was formed." 1 month after hylase injection, "lower lip to swell badly and the whole lip was red and very sore. [Patient] got headache and escalated to fewer." Injecting clinic "told [patient] to take a betapred or another allergy tablet". Patient went to hospital. "At the ER [patient] got a tablet for the swelling and they also puncture the lump without any fluid was seen. [Patient] got antibiotics for 10 days"." 3 days later, patient went back to hospital, "a crp was performed but everything looked ok. A couple of days into the antibiotics one of the lumps ¿exploded¿ and pus came out. The antibiotics made the lumps and bumps to shrink. The hospital told [patient] to go to a plastic surgeon for a proper follow up." 12 days later, "swelling started all over again in the lower lip and bumps and lumps started to be formed also in the upper lip". 2 days later, "[one] of the lumps exploded and pus came out from the lip." Patient consulted a different treating hcp for further treatment. Patient's lips are no longer swollen, but "there are a lot of lumps and bumps." Symptoms ongoing.